Event description:
The physician successfully completed closure with a prostar xl 8fr device. Two weeks post procedure on 9/28/99 the pt returned to the hospital with a pseudoaneurysm which was surgically repaired. The pt recovered without further incident.